Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during an unknown procedure two expressew iii sutuer passer w/ hook are failing to hold sutures. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional of device received. Visual observations revealed that the device had marks of wear. It was observed that the jaws did not close normally contributing to the holding failure, the upper jaw was loose when the jaws are closed. The pin jaw/shaft was missing. In addition. It was not possible to test its functionality due to it did not correctly hold the sample rubber strip and it is not fully functional. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Based on the condition of the device, this complaint can be confirmed. This type of failure found is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually loose the jaw. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. For the broken jaw, the root cause of the damage in the jaw can be attributed to a drop of the unit or mishandling. However, this cannot be conclusively affirmed. As per IFU- 110114, it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the expressew iii w/hook device failed to hold sutures. During in-house engineering evaluation, it was determined that the jaws did not close normally contributing to the holding failure and the upper jaw was loose when the jaws were closed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. Two expressew iii sutuer passer w/ hook are failing to hold sutures. No surgical delay or patient consequences reported.